Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip at the grip base. A piece approximately 15.62mm x 4.11mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Additionally, the instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.32mm x 1.92mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
It was reported that during central processing, the force bipolar instrument tip was broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.